Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 4.9, 1.7. Time between testing: immediate. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.